Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient required hospitalization for the event. Dianeal therapy was ongoing during hospitalization. Treatment for the peritonitis was unknown. At the time of this report, the patient had not yet recovered from the event. No additional information is available.